Event description:
It was reported that during use with bd vacutainer® 9nc 0.109m buffered trisodium citrate plus blood collection tubes the tube overfilled as there was a molding defect. There was no report of patient impact. The following information was provided by the initial reporter, translated from french to english: "the tubes ordered are too wide which makes the product overflow. I would like to thank you for your help in this matter."

Manufacturer narrative:
Investigation summary: bd received 1 photograph from the customer in support of this complaint. Evaluation of the photograph indicated a drawn tube (with an acceptable fill level) in the wire rack, but no moulding defects or overfill were observed. Bd was unable to duplicate or confirm the customer¿s indicated failure mode of overfill. Bd was not able to identify a root cause for the indicated failure mode. The device history records could not be reviewed because the lot number was not provided.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that during use with bd vacutainer® 9nc 0.109m buffered trisodium citrate plus blood collection tubes the tube overfilled as there was a molding defect. There was no report of patient impact. The following information was provided by the initial reporter, translated from french to english: "the tubes ordered are too wide which makes the product overflow. I would like to thank you for your help in this matter."